Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a company representative (rep) from a consumer(con) with an implantable infusion pump. It was reported that the nero pump was removed, week after the device was implanted because the patient went septic. The infection was noticed immediately when patient went back to the doctors 6 days later. Patient stayed to the hospital for 8 days.